Event description:
The md attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the access site was confirmed in the profunda artery which was greater than 10mm in size. The md decided to use the device because the pt began complaining of back pain and shortness of breath. The device was inserted and deployed without difficulty. When the plunger was removed, there was no suture attached. The foot of the device was then parked and when the md attempted to remove the device md encountered resistance and discovered that it was "stuck". The foot of the device was opened and closed repeatedly and still the device could not be removed. The md reported that md thought md felt the device crack at the point. The pt was then taken to surgery for exploration and removal of the device. The vascular surgeon reported that the arterial access was located in a branch of the deep femoral artery or the profunda artery. An incision of the profunda artery was performed and a clamp was placed on the sheath that remained in the artery. When the clamp was removed and an attempt was made to retrieve the sheath it migrated up in the artery. An incision was then made higher up and it was reported that the sheath migrated up even further. The decision was made to close the artery and bring the pt back the next day for surgery as the surgeon felt the pt. Would not be able to tolerate another procedure. It was reported that the pt was intubated at an unspecified time. The next day the pt was taken to surgery and an inteventional radiologist obtained arterial access via the left groin and tracked a snare across the iliac horn and retrieved the sheath which was located in the femoral/popliteal artery. The pt tolerated the procedure "well" but due to other health problems, was not able to be weaned off the ventilator. It was reported that the pt was hypotensive and septic. The family decided to remove the pt from "life support" and the pt expired on an unspecified date.

Event description:
The following additional new info was received from the customer subsequent to the initial report. It was reported that an autopsy was not performed. The causes of death listed on the death certiticate were "multi-organ failure and sepsis".

Event description:
The following additional new information was received from the customer subsequent to the initial report. It was reported that an autopsy was not performed. The causes of the death listed on the death certificate were "multi-organ failure and sepsis".